Manufacturer narrative:
(B)(4). Analysis of the ins (B)(4) found that the ins was functionally okay with insignificant anomalies.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The health care provider (hcp) via a manufacturer representative reported that the patient's battery was defective. The battery did not allow a lead to be secured into it and the lead was loose and unsecure. The hcp went in to secure the lead to the battery and detected that the lead was not secure. There was an obstruction in the battery preventing the lead from being secured. The hcp didn't feel comfortable implanting the device. The troubleshooting performed was that the battery was unscrewed and screwed again and the lead and battery were cleaned. An impedance check was run, indicating the lead was not securely attached to the battery. On all checks electrode 0 came up as defective. They tried to reattach and nothing made a difference. The action taken to resolve the issue was that the battery was replaced with another battery and the procedure continued. The issue was resolved, the battery was returned, and the patient was alive with no injury. Nothing happened to the patient. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.